Manufacturer narrative:
No button error alarm during testing. Insulin pump had no esc and act button response due to corroded keypad traces. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that it was possible that the insulin pump had recently been exposed to moisture. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.